Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the damage adhesives from the objective lens, light guide lens and distal end are traced to component failure (i.e. Stress degradation, etc.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope adhesives around both the objective lens and light guide lens are chipped. In addition, there is a gap in the adhesive at the distal end (z-block) area. There was no patient involvement.